Event description:
It was reported that the elective replacement indicator was triggered. It was also reported that the device was unable to interrogate and that the green light would not illuminate on the programmer head. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.